Event description:
It was reported that during tka case, extension and flexion gaps were extremely opposite. Measured resection and balanced relatively well in extension, went with it and used measured resection technique for depths and proceeded even though it was super loose in flexion. Did distal cut, got all numbers under 1.0 and pinned it. After cut, put validation tool and it showed 3.4 flexed beyond cut plane. Then put validation tool in anterior chamfer of 4 in 1 block, said 3.4 mm proud/flexed as well. Tibial resection on this case was a little deep and could have decreased it a mm or 2. Also when cutting tibia, had all numbers under 1.0, pinned and then put validation tool on top of tibial cut and it said 3.4 degrees of posterior slope. Then sized down from a size 7 to a size 6 femur and used manual instrumentation to place 4 in 1 block. Ended up in more varus and with a 15 poly.

Manufacturer narrative:
H10: the device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-6103) has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user in the tibia implant planning and placement section: ligament balancing. The user is instructed to place the leg in full extension and apply constant and maximal stress to the operative ligament. Review of the case screenshots found that screenshots were not manually taken when visualizing and checking the cuts with the cut guide; therefore, we were unable to confirm the errors described when validating the cut. Factors that may have contributed include the surgeon's technique stressed the joint during the "stressed rom" stage (holding the femoral tracker pins and levering the knee open) by adding additional force. This caused a false gap that could have led to the issues during planning and execution. Other possible contributing factors include the user holding the femoral tracker pins could have also bent the pins or tracker, causing a discrepancy between the physical bone and what was showing on the software, and that possibly after checking the cut with the first cut guide and then checking with the manual instrumentation cut guide, it may not have been completely pinned and flush resulting in a discrepancy. It is recommended that the surgeon stress the joint during the "stressed rom" stage as per the instructions for use. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established. Per complaint details, the system malfunctioned during use; the extension and flexion gaps were opposite. The case ended up in more varus and with a 15 poly. "This case was concerning because it was not a difficult deformity and I cannot figure out why our flexion gap is so opposite of our extension gap and why we are not able to execute cuts even when we pin blocks under 1.0 mm." Based on the information provided of the delay, inconvenience, and the opposite gaps, the patient injury/impact could not be concluded.